Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: g2 (added health care professional) the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the monitor has message "no signal" occurred due to setting, wrong cable wiring or connection failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance support (tac) via phone, the customer stated that he was not in front of the unit. The tac technician provided the case number. The customer was going to call back once he was in front of the tower. The technician instructed the customer to check the cabling, match the monitor input settings with the video cabling, reboot the system, and check the image. Subsequently, tac called the customer for a follow-up. The customer had reseated the cabling and reset the monitor. The customer was not sure which one corrected the issue. The customer will not be returning the device since the unit is working fine. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center monitor displayed a no signal message. There are no reports of patient harm.